Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 38 mg/dl. The customer declined troubleshooting for low blood glucose. It was unknown that the auto mode feature was active or not at the time of event. The device will not be returned for analysis.